Event description:
Boston scientific received information that during a routine change out procedure of the pacemaker it was noted that this right ventricular (rv) lead was separated at the terminal pin. This rv lead has been surgically abandoned. A new lead was successfully placed. No adverse patient effects noted from this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.